Event description:
It was reported that the patient experienced a shocking or jolting sensation, acute pain, and spasms. The patient stated this happened after exposure to a security gate at the (B)(6) airport. The device was turned on at the time. The patient indicated that the pain was from her waist to mid back and that she was experiencing cramping in the back. The patient went through the security gate on (B)(6) 2012, and a few hours later she felt more stimulation. The patient turned her stimulation down on (B)(6) 2012, but had never had to turn stimulation down in the past. On (B)(6) 2012 and (B)(6) 2012 the patient couldn't walk or get out of bed and she had the same effects when she turned the stimulation down or off. The patient added that her pain usually increases in colder weather. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n257299, implanted: (B)(6) 2011. Product type: adapter: product ID 3888-28, lot# n21474, implanted: (B)(6) 1991. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient no longer had any concerns with their device or therapy. They had an appointment on (B)(6)-2012. No further information was provided.